Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual inspection was performed and the cannula cap was detached from the cannula tabs. Fire testing was not conducted because trigger was completely jammed. Device was disassembled to perform deep inspection and the prongs of the fork were found deformed as indicative of the device being fired into bone or another hard surface. It is possible that the cannula cap fell off from tabs due to damage on the fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure the clamp did not work. A like device was used to complete the procedure. There were no adverse patient consequences. Upon product evaluation, the cannula cap was detached from the cannula tabs.